Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogged in the air/water nozzle was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no flow, still no flow after removing the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process switch button one cut, intermittently clicking at up/down knob when engaged, minor dents and scratches on control body, and clogged nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.